Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by animas on (B)(4) 2014 with the following findings: a loss of prime alarm was observed in the device¿s history on (B)(6) 2014. The pump was able to prime successfully and was exercised for a 24 hour period with no loss of prime events occurring. The pump passed a delivery accuracy test with no issues. The force sensor on the pump was tested and passed a calibration test as well as a visual inspection for contamination. Unrelated to the loss of prime investigation, there was a crack found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014. Device evaluation:the retained cartridge was evaluated by product analysis on 04/14/2014 with the following findings:the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The reporter contacted animas on (B)(6) 2014, reporting that the patient woke up with a blood glucose (bg) 420mg/dl and they did a site/set cartridge change and bg went up to 576mg/dl and large ketones at school. The reporter stated that the patient was taken to the emergency room. The reporter stated that the bg is coming down now but feels that the pump is faulty and wants it replaced. The reporter confirmed that the pump primes without difficulty and boluses without alarm. The reporter stated that they are cycling the cartridge. The reporter then stated that the pump had been losing prime for the past week. The reporter stated that the patient had hypothyroid and contracted fifth¿s disease. This report is being made due to the hyperglycemic event the patient experienced due to an alleged loss of prime issue.